Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Update to b4, b5, g3, g6, h2, h10 to reflect additional information found in an article. Additional information was found in a related article. The valve was implanted without issues. However, post deployment, the pressure went down and a pericardial tamponade was seen in tee. After opening the chest an annulus rupture was seen which was repaired and an edwards perimount 23mm bioprosthesis was surgically implanted. The patient recovered and was discharged in good condition. Article reference: geyer m, tamm a, dohle ds, kornberger a, schnorbus b, beiras-fernandez a, münzel t, von bardeleben rs. "Unlucky punch": unexpected annular rupture during tavr and successful treatment. Echocardiography. 2021 apr;38(4):705-706. Doi: 10.1111/echo.15024. Epub 2021 mar 4. Pmid: (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per initial report, while reviewing the images, it was seen that a spiky calcification caused the annulus rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post deployment of the 29mm sapien 3 valve by the tf approach in aortic position, the patient suffered an annulus rupture and was converted to surgery. The sapien 3 valve was explanted and a surgical valve was implanted. The patient was doing well post procedure. While reviewing the images, it was seen that a spiky calcification caused the annulus rupture.